Manufacturer narrative:
The investigation into the infection/sepsis has been completed since the original report was filed. The medical center did not return any impella products for benchtop analysis; only the clinical report was evaluated. The clinical evaluation revealed that patient condition was the most likely cause of the infection/sepsis. The failure mode will be monitored and trended. Instructions for use for the related event are as follows: ¿infusion filter the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿

Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿infusion filter the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿

Event description:
A 70-year-old male presented with post cardiotomy cardiogenic shock for impella support. During support, discharge developed from the impella access site. Anti-biotics were administered to the patient.